Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called in to report that her daughter had a high blood glucose event of 31 mmol/l. Customer had low battery and no delivery alarms in the alarm history. Customer was able to troubleshoot. Customer disconnected at the quick release and found that insulin exited when performing a fixed prime. There was one air bubble in the infusion set tubing. The infusion set cannula was not bent upon removal. No product is expected to be returned.